Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot: no anomalies were noted. A search of the complaint database for similar complaints was conducted: no additional complaints have been recorded for the pertinent lot. The may 2007 15-month ultratome xl sphincterotomes product family trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.

Event description:
Note: the date of event is unk. In 2007, it was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (patient age and gender unk) using an ultratome sphincterotomy device, the "cutting wire broke". The physician removed the device and successfully completed the procedure with another ultratome sphincterotome device. The patient's condition was reported as "fine".